Event description:
It was reported that there was oversensing and noise on the right ventricular lead and that the lead integrity alert was triggered. The pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that a lead integrity alert triggered with 3 - patient alerts for lead failure predictor between (B)(6) 2011 11:51:45 and (B)(6) 2011 20:13:45. There was also oversensing with 15 - ventricular non-sustained tachycardias <=210 ms average v-cycle between (B)(6) 2011 09:00:15 and (B)(6) 2011 02:45:53. In addition, there were 2 - ventricular fibrillations <=180 ms average v-cycle on (B)(6) 2011 at 14:10:06 and 14:15:58. Finally, there was interference/noise with a ventricular short interval count v-sic=82.1 counts avg/day, in 11.12 days, between (B)(6) 2011 11:22:05 and (B)(6) 2011 14:16:19.